Event description:
It was reported that during a tfn procedure the surgeon was trying to insert a helical blade into the tfn right, and the blade would not go through the hole in the nail. Surgeon removed the blade, and backed out the nail to check the locking mechanism. It was not in the down position. Surgeon drilled the hole again for the blade and the blade did not go through again. The surgeon pushed down on the out-rigger and the blade was inserted with surgeon completing the procedure. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 2 for complaint (B)(4).